Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: there was no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. Additionally, there was no allegation of a liberty select cycler malfunction or deficiency related to the hospitalization.

Event description:
The contact for a peritoneal dialysis (pd) patient called fresenius technical support to ask an operational question. The patient needed assistance disconnecting from the cycler so they could be taken to the emergency room (ER). The patient was bloated and in pain. Follow-up with the patient¿s pd nurse confirmed that the patient went to the ER and was admitted to the hospital with unspecified blood pressure issues. The pd nurse stated that the issues were unrelated to pd therapy, use of the cycler or other fresenius product(s). The patient remained hospitalized at the time of follow-up. There was no allegation that the cycler failed to perform as expected in relation to the event, and no indication that the device would be returned for evaluation.